Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a cardiac catheterization interventional procedure. Reportedly, the arteriotomy was a high stick. The 'high stick' was in a vessel less than 5 mm in diameter. There was difficulty parking the foot and the device was forcibly removed. The removal of the device caused tissue damage. A pseudoaneurysm developed. The arteriotomy was rewired and a second perclose proglide was deployed, hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. The patient was hospitalized overnight. One week later surgery was performed and a vascular patch was used to repair the pseudoaneurysm. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.